Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error alarm. Their blood glucose was 130 mg/dl. This was a recurrence because power error troubleshooting was already done an hour prior and it worked for an hour. Now the pump is alarming again. They were advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked retainer and scratched case.